Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on may 10, 2021 with lot number 2813690. Analysis of the returned device identified, creases fold, wear abrasion and openings on the shell. Leak test and microscopic analysis were performed which identified; creases sharp opening on the posterior and two striated openings on the radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool."

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.